Event description:
Allegations of severe depressive state, autoimmune disease, breast disfigurement, nipple discharge, hardness of breast, endcapsulated, severe capsular contracture and malposition of nipples.